Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a compressor failure. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, d1, d4(catalog #, version or model # and udu#), g3, g6, h2.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found internal test error code #14 (prior compressor failure etf) so the fse replaced the compressor. The safety disk, tidal disk, and alarm daughter board battery are routinely replaced after the recommended replacement period has passed, so they are being replaced in addition to the repair. Equipment calibration (including o-ring replacement). Overall inspection results are good.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a compressor failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.